Manufacturer narrative:
(B)(4). S/w version 4.10d. Retainer ring = missing . Customer returned pump for alleged pump error 4 and pump error 63 found on (B)(6) 2020. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump failed self test due to pump error 63 being triggered. Pump error 4 was present in the history download on event date of (B)(6) 2020 at 09:09:07.000(file number= 32122, line number= 2727). Pump error 63 was present in history download on event date of (B)(6) 2020 at 09:09:09.000(file number= 37, line number=367) with variable 3 due to cracked solder joints on u1 chip on keypad. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, cracked case, battery tube threads - cracked, cracked case (battery tube), broken reservoir tube lip, detached retainer and missing o-ring (reservoir tube). Pump error 4 and pump error 63 was found in download history. Pump error 63 was due to cracked solder joint on u1 chip on keypad and pump error 4 was a consequence of pump error 63. Missing retainer ring confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump.